Manufacturer narrative:
Note: this report is on two blockers of unk lot numbers, same catalog number (48551000). If/when products are returned and lot numbers are identified, they will be provided in a supplemental report. Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
Dr (B)(6), managing head physician of the hospital, reported to our sales rep (B)(4), that he was performing a 3rd revision surgery because of the following circumstances: 1st surgery date: (B)(6) 2010; c1/c2 screw connection. 1st revision surgery date: (B)(6) 2011; pt had pain, because of pop off of the oasys head. 2nd "revision surgery" date: (B)(6) 2011; exuding wound and fistula forming, puncture at this day. 3rd revision surgery date: (B)(6) 2011; re-exuding wound > drainage storage, during this procedure, it was found that two oasys blocker are loosened and the rod was unlocked. One screw was now replaced by another.